Event description:
During repair of an heater probe unit, it was discovered the unit contained black mold. The other unit was checked and also found to contain black mold. A loaner unit was obtained from MFR and it also contained black mold and at least one of the units grew at least one gram-negative rod. The instructions provided by MFR do not indicate routine disinfection of the internal channels is necessary. The company has already been notified of this matter. To rptr's knowledge, there has been no pt injury related to this contamination.